Manufacturer narrative:
The local area sales representative was contacted for additional information. The field representative was unable to provide any further available information. Should additional information become available this report will be updated.

Event description:
It was reported that a lead revision procedure was performed due to this right atrial (ra) lead exhibited a product performance anomaly. The ra lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported. At this time no additional information was provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. The field representative was unable to provide any further available information. Should additional information become available this report will be updated.

Event description:
It was reported that a lead revision procedure was performed due to this right atrial (ra) lead exhibited a product performance anomaly. The ra lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported. At this time no additional information was provided. Additional information was received that reported that the cause of the lead revision was due to the right atrial (ra) lead was believed to have fractured. No additional adverse patient effects were reported. The lead was capped and successfully replaced with a new lead.